Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for femoral neck fracture with the fns implants. The surgery was completed successfully without any surgical delay. After 10 weeks of the surgery, significant implant sliding was observed in the patient who had discharged already. In (B)(6) the patient was hospitalized and followed up, but bone nonunion was observed on (B)(6) 2022. A revision surgery is planned on (B)(6) 2022. Fns implants will be removed and replaced with bha. The surgeon commented that the patient has a history of osteoporosis and the present nonunion was due to the patient's bone quality and not due to the implant. The patient does not have implants cut-out. No further information is available. This report is for one (1) pl 1-ho f/fem neck syst tan. This is report 1 of 4 for complaint (B)(4).